Event description:
Reportedly, this device was not implanted because the physician considered that the device was oxidized on some parts of the titanium case. The device was returned for analysis.

Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.